Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that the string came completely out while she was wearing the tampon. No injury was reported.

Manufacturer narrative:
10-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that the string came completely out while she was wearing the tampon. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed 07-jan-2021. An investigation is in progress for returned product received 15-jan-2021.

Event description:
Consumer contacted via phone and stated that the string came completely out while she was wearing the tampon. No injury was reported.